Event description:
Caller reported customer testing with freestyle meter receiving a reading of 60 mg/dl before going to bed. Approximately 45 minutes later, the caller went to check patient, who had not yet fallen asleep. Caller then tested patient immediately after cleaning the test site with alcohol, with a result of 142 mg/dl. Caller reported that the paramedics were called and they received a result of 39 mg/dl within 3 minutes of the freestyle test. The customer was treated intravenously with 50% glucose solution at their home.